Manufacturer narrative:
Updated section b5 and h6- device code.

Event description:
As reported by the edwards field clinical specialist, this was a transcatheter aortic valve replacement procedure with left carotid cut down, left carotid reconstruction, right radial access, and right venous access. The sheath was inserted into the left carotid with e down (towards the feet) with the seam on the greater curvature. The 26mm sapien 3 ultra resilia valve hit a bend in the 14fr esheath+ and tore the liner but remained in the sheath and tore the left carotid. A bent strut was noticeable on fluoroscopy. The team was able to get the valve out of the sheath and deploy the valve successfully. The vascular surgeon repaired the left carotid with a graft. The patient is doing well. The vascular surgeon stated that he may have forgotten to loosen his rommel, the stitch on either side of the carotid window that stops the blood flow in the carotid while they are getting access. Therefore, it was a tighter space in the carotid for the sheath/valve to slide through. Pre-decontamination observations found the liner torn starting at 4" from distal tip. Within the torn liner region, liner is torn from both sides for 2.5" in length. A liner strand was revealed at 2.25" from distal tip and 1.75" in length.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-03411. Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, this was a transcatheter aortic valve replacement procedure with left carotid cut down, left carotid reconstruction, right radial access, and right venous access. The sheath was inserted into the left carotid with e down (towards the feet) with the seam on the greater curvature. The 26mm sapien 3 ultra resilia valve hit a bend on the 14fr esheath+ and punctured the sheath. A bent strut was noticeable on fluoroscopy. The team was able to get the valve out of the sheath and deploy the valve successfully. The valve ripped the sheath and tore the left carotid. The vascular surgeon repaired the left carotid with a graft. The patient is doing well.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed, and the following were observed: the liner was expanded for 6.75" from the distal strain relief. The remaining liner was torn, starting from 4" from the distal tip. Within the torn liner region, liner is torn from both sides for 2.5" in length. There is a liner strand at 2.25" from the distal tip and 1.75" in length. The distal tip opened as designed. Liner thickness was measured along the liner tear. All measurements were found to be within the specification. The provided device-related photo was reviewed, and the following was observed: the liner appears to be torn; unable to definitively confirm the location where the tear starts or the length of the tear. Curvature was noted on sheath shaft confirming the complaint event. Provided 3mensio imagery were reviewed and the following were observed: undersized vessel region (greater than or equal to 5.5 mm minimum luminal diameter required for use of 14f esheath+). Calcification was present in the patient's access vessel. The complaints for torn sheath liner and sheath liner strand were confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per the training manuals, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification," and "ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the sheath." Per imagery review, calcification and undersized vessels were present in the patient's access vessel. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during the advancement of the delivery system. Calcification can also create suboptimal angles during delivery system advancement through the sheath. Non-coaxial alignment can cause the delivery system or crimped valve to catch onto the sheath liner and tear it upon advancement. An undersized vessel can create a constrained condition, which may increase interactions between the delivery system, valve, and the sheath and make the valve more susceptible to catch on to the liner. Additionally, it was reported that there was presence of a tight stitch. This may cause a "tighter space" in the vessel, further contributing to increased interactions between the devices. If the liner material is compromised, increased interaction with the valve and/or delivery system may further exacerbate the liner tear, which may lead to the observed liner strand. Additionally, it was also reported, "the sheath was inserted into the left carotid with e down (towards the feet) with the seam on the greater curvature." Per the training manual, "insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance." It is also possible that the orientation of the sheath increased the likelihood of the valve catching on to the liner. As such, available information suggests that patient factors (calcification, undersized vessels) and/or procedural factors (valve caught on liner, tight access site stitch, sheath seam orientation) may have contributed to the liner tear, while patient factors (calcification, undersized vessels) and/or procedural factors (valve caught on liner, device manipulation, tight access site stitch, sheath seam orientation) may have contributed to the liner strand. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.